Event description:
The customer reported error b30 (scope communication error) was displayed with the subject device. There was no patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. During inspection and testing, service confirmed the b30 scope communication error, and found it was due to an electrical continuity error due to fluid ingress. In addition, service found the rubber adhesive was chipped, the venting connector was loose, and the angle lock was loose. A stain was observed on the light guide connector, and the light guide tube collapsed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur and are likely due to wear and tear damage from use over an extended period of time. Based on the results of the legal manufacturer¿s investigation, the possible cause for the error code may be a failure of the image sensor unit, board inside the video connector, or on the system side. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.